Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with multiple episodes of ventricular tachycardia (vt) requiring amiodarone bolus and radiofrequency ablation. The patient also had ongoing respiratory issues requiring tracheostomy on (B)(6) 2023. Methicillin-sensitive staphylococcus aureus (mssa) bacteremia was noted on (B)(6) 2023. Additional information was communicated that the patient had a history of vt prior to implant. The origin of the respiratory complications was determined to be due to post-surgical respiratory failure. The source of the bacteremia was unclear. The patient was placed on comfort measures and passed away on (B)(6) 2023. The pump was operating as intended at the time of cessation of support.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events of cardiac arrythmia, respiratory failure, and infection could not be conclusively established through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia, respiratory failure, and infection. Section 6 of the IFU, ¿patient care and management,¿ lists arrhythmia and infection as potential late post implant complications. Additionally, the IFU and patient handbook outline care instructions in reference to controlling and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.